Event description:
Patient in cath lab for heart cath and lower extremity angiogram. End of a balloon catheter broke off while in the distal aorta. Broke piece of catheter was retrieved and remove from the patient. Patient tolerated procedure well. FDA safety report ID# (B)(4).